Event description:
During post-operative evaluation of a patient following a cataract extraction procedure using this phacoemulsification handpiece, the physician saw particulate on the patient's iris.

Manufacturer narrative:
A filter test was performed and the handpiece passed the filter test.